Manufacturer narrative:
Additional information:seven (7) samples were received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified on the returned samples. The remaining samples were not received for evaluation; therefore a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twelve (12) homechoice cassettes leaked from unspecified locations. This was identified during use of the devices for peritoneal dialysis therapy. The nurse started over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.